Event description:
It was reported during a coiling procedure, the physician noticed the pusherwire connected to the coil was non-responsive when attempting to advance the coil. When the pusherwire was pulled back, it was noted that the coil had detached. The pt is reported to be in stable condition. No further details have been disclosed at this time.